Event description:
The patient was revised to address osteolysis, metallosis, and a loose femoral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-11298. This report, 1818910-2013-36624, will be rejected. 1818910-2014-11298 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.